Event description:
Customer reported the insulin pump had a no delivery alarm during bolus. Customer resolved it by clearing and kept bolusing. Customer does not recall blood glucose level. Customer was reporting a passed event and customer used the infusion set for three days. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.